Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an unexpected refractive outcome following an aberrometer assisted cataract procedure of the right eye.

Manufacturer narrative:
The system was examined and the system was found to meet specification. The customer entered the incorrect information. The company representative consulted with the surgeon about the parameter changes and how to avoid replicating the issue. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect preoperative measurements. The manufacturer internal reference number is: (B)(4).